Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle it was clogged/blocked. The following information was provided by the initial reporter: issue reported 24 jun; incident occurred (B)(6); no stick.

Event description:
It was reported while using the bd safetyglide¿ needle it was clogged/blocked. The following information was provided by the initial reporter: issue reported 24 jun; incident occurred 23 jun; no stick.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.